Event description:
It was reported that the intra-aortic balloon central lumen broke allowing blood to enter the helium tubing. A spring wire guide exchange with a new iab was tired. However, the spring wire guide "would not fit". No further details were provided.